Event description:
Trouble with table involving sudden fracture of one of two mounting posts or pins. The pt was positioned prone on wilson frame in the "b" position. During the case the pin under the pt's left side broke-leaving the pt's mass on the distal table attached to the main body of the table by only one pin. The broken side fell in an angular manner with center radius being the intact right sided pin. Pt would have been suddenly tossed completely to the floor on head and neck (with probable tragic outcome) if it had not been for the x-ray c-arm being under the distal table. The table fell by a few inches at most, and was then supported in place until other objects could be wedged under the distal table and the surgery finished in a timely manner. Pt discharged from hospital ultimately no known untoward sequalae.